Manufacturer narrative:
A medtronic representative reported that after charging the imaging system overnight, the reported issue was resolved and that the imaging system retained the full charge during the day. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed that the batteries were low immediately after powering on and was beeping. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.